Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed seven other similar product complaint(s) from this serial number. The similar complaints have been reported by the same UK facility. Device not returned.

Event description:
It was reported the device is not functioning correctly. It has been used to insert 8 PICC lines all of which the device has claimed have been inserted and positioned correctly, how ever when the patients have been x-rayed the lines have been revealed to be incorrectly. This report addresses the second device.